Event description:
A customer in (B)(6) notified biomérieux of a misidentification of leptrotrichia trevisanii as leptotrichia buccalis when testing an external quality control sample with the vitek® ms (ref 410895, serial (B)(4)). As this was an external quality control (eqc) sample, there is no patient involved. The customer is using the vitek® ms knowledge base (kb) version 3.2. Leptotrichia trevisanii is not included in the version 3.2 kb. The user manual supplement for the vitek® ms kb version 3.2 states that testing of species not found in the database may result in an unidentified result or a misidentification. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a customer in belgium regarding a misidentification of leptrotrichia trevisanii as leptotrichia buccalis when testing an external quality control sample with the vitek® ms (ref 410895, serial(B)(6)). The organism identification to leptotrichia trevisanii was obtained via 26s sequencing and bruker maldi-tof. Biomérieux investigation was conducted. Test data provided by the customer's vitek ms system was analyzed. - the system seems to have been performing properly during testing. However, the most recent fine-tuning report was not available for review. - the customer's spot preparation quality is acceptable. The species under test (leptotrichia trevisanii) is not included in the vitek ms knowledge base (kb) v3.0 or v3.2. Note: the customer's system was using kb 3.0. The following system limitation is stated in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: "* the vitek ms system has not been validated for use with direct samples or from other sources containing mixed flora. * additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. * testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." Root cause: species under test is not included in the knowledge base. The investigation concluded the vitek ms is operating within performance specifications.